Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation for an unknown therapeutic laparoscopic procedure part of the device broke off into the abdominal area. The part was retrieved and the procedure was completed using a back up device. No reports of patient harm.

Event description:
Additional information was received from the customer that the device broke at the distal end of the jaws insert. One section of the jaw broke, leaving only one jaw behind.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5 and h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.